Manufacturer narrative:
Concomitant medical products: product ID: 3625, implanted: (B)(6) 2015, product type: screening device. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the trial patient said the ens(external stimulator) helped her symptoms the first day and a half. Reportedly no real leaks, then her symptoms worsened. Minor leaks were reported and the fluttering feeling stopped. When she tried to turn stimulation up, she felt a stinging in her left cheek not in the pelvic floor where she had been feeling it. She told this to manufacturer representative when he called her last night. He recommended she call her hcp (healthcare provider). She called her hcp and the nurse told her to call manufacturer. Her hcp told her she will be changing sides but she was reluctant to do it because during the procedure there was a big difference in the right and left sides, the left side had a response at 2 and the right had to go all the way to 7 before there was a response. Additional information received reported that the patient did have 50% or greater symptoms control with the trial device before the wires moved.